Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was at a wedding. The customer did not know the blood glucose reading. The customer did not report any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.